Manufacturer narrative:
This report is filed on april 09, 2018.

Event description:
It was reported that the patient's device was explanted due to an unknown reason on (B)(6) 2018; the patient was re-implanted with a new device during the same surgery.